Event description:
The customer reported the system is displaying service code 60 and the table will not move with the footswitch. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and found the cover bag was pressing the footswitch on boot up. System operates as intended. (B)(4).